Event description:
It was reported that six (6) products were not "producing any mist when medication is added for treatment" and were "not able to use during that period of time.".

Manufacturer narrative:
It was reported that six (6) products were not "producing any mist when medication is added for treatment" and were "not able to use during that period of time. No injury, medical intervention, serious injury, or follow-up care has been reported.